Event description:
It was reported that in a repetitive manner is observed on this device a winding and a rupture of the catheter during the installation of the midline. When the guide was withdrawn, resistance appeared leading to the rupture of the catheter and leaving a part free of the device subcutaneously intravascularly. Fortunately the foreign body could be recovered with surgery. Simple by incision of the patient's skin.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insertion difficulty and catheter fracture was confirmed. The product returned for evaluation was one 22ga x 8cm powergldie pro rt midline catheter assembly. The sample was received assembled, with the catheter overlaying the needle. Usage residues were observed throughout the needle and catheter. The catheter exhibited a complete break just distal of the molded joint. The catheter shaft was severely buckled and compressed around the distal end of the needle. The catheter was firmly caught on the needle/guidewire and could not be moved. The intact guidewire protruded from the catheter tip. The needle shaft was bent near the flash notch. Microscopic inspection of the break in the catheter revealed a partially glossy and partially granular fracture site. Inspection of the catheter tip revealed deformation. The guidewire was confirmed to be intact. Misaligned coils were observed near the weld tip. The catheter tip deformation, guidewire damage and needle shaft bend were all consistent with attempted advancement, such as into tissue. The catheter buckling and compression was consistent with attempted catheter withdrawal against resistance, such as at a sharp angle. The break in the catheter was consistent with damage initiated by contact with the tip of the introducer needle. It appeared that initial advancement was attempted against resistance, possibly at a sharp insertion angle/into tissue, and subsequent attempts to withdraw the catheter caused the observed fracture and catheter compression. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ h3 other text : device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet3064 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in a repetitive manner is observed on this device a winding and a rupture of the catheter during the installation of the midline. When the guide was withdrawn, resistance appeared leading to the rupture of the catheter and leaving a part free of the device subcutaneously intravascularly. Fortunately the foreign body could be recovered with surgery. Simple by incision of the patient's skin.